Manufacturer narrative:
Following evaluation it was noted that the coin cell was detached, likely due to impact damage and poor storage/handling. The device was unable to detect in-range impedance due to a secondary pogo pin fault likely caused by poor pad-pak installation or impact damage. This may have prevented therapy being delivered had the device been required for rescue. The investigation could not confirm user mishandling.

Event description:
Device service required prompt. No patient involvement.

Event description:
Device service required prompt. No patient involvement.